Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the available information, a cause for the reported recurrent mitral regurgitation (mr) and fever could not be determined. The reported patient effects of recurrent mr and fever are listed in the mitraclip system instructions for use, and are known possible complications associated with mitraclip procedures. The reported surgical procedure and hospitalization were results of case specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report recurrent mitral regurgitation, prolonged hospitalization, and surgical intervention. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. On (B)(6) 2020, one clip was successfully deployed, reducing mr to 2. Then (B)(6) 2020, the patient returned with a fever and chills. The patient presented with a hip infection and recurrent mr of a grade 4. The physician stated the hip infection is not related to the clip; however, it is unknown if the fever is related to the recurrent mr. Additionally, the physician stated it is unknown if the clip caused or contributed to the recurrent mr. The clip remains stable on both leaflets. The patient remained hospitalized for surgery. On (B)(6) 2020, the patient underwent mitral valve replacement surgery to teat the recurrent mr. The fever was also treated with the surgery. The patient is stable. There was no clinically significant delay in the procedure. No additional information was provided.